Event description:
Customer reported phone dying prior to pump malfunction. Blood glucose level did not exceed 500 mg/dl, with no adverse impact noted. Technical support provided pump reset information and assisted with resetting the pump, which resolved the issue, allowing customer to continue using the pump. Customer was advised to call back if malfunction recurred and acknowledged understanding.